Event description:
The customer contact reported that while operating on ac power, the device powered off by itself without sound an audible alarm tone. On an unspecified date and time, the device was programmed to deliver an unspecified pre hydration fluid for a duration of 1 hour. No further programming parameters were provided. It was reported 30 minutes after the delivery was started, the device powered itself off without alarming. No specific event details were provided. Though requested, no event details were provided. Though requested, no additional info was provided including if there was any adverse pt effects or if the delivery was resumed with a replacement device.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.